Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch for the air bubble detector was found to be broken. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
A replacement latch will be sent to the user facility and they will install the new latch. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.